Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and duration of 14 days) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and antibiotic treatment was ongoing. Pd therapy was ongoing. No additional information is available.